Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. According to the reporter, when the device was powered on, the service light illuminated and the device would not charge. Device power was cycled but the service light again illuminated and the device would not charge. A backup defibrillator was called for and connected to the pt, who was then diagnosed in asystole. CPR and drugs were administered, the pt loaded into an ambulance and transferred to the hosp ed. The pt was not resuscitated.